Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study. An examination on (B)(6) 2016 gave results of some continuing headache pain, nausea and discomfort at the pump site that improved with use of an abdominal binder. Interventions taken on (B)(6) 2016 included administration of phenergan for nausea and instructing the patient to use an abdominal binder. An examination on (B)(6) 2016 gave results of a severe headache on and off, positional in nature, especially following an occasion where the patient bent over and twisted, then felt a "pop" in the back and at the pump site. Laboratory testing on (B)(6) 2016 gave results of a complete blood count (cbc) within normal limits/clear. A catheter access port (cap) contrast study was performed on (B)(6) 2016 and gave results of an intact catheter that was functioning normally and the pump check was normal. Interventions taken on (B)(6) 2016 included bed rest and additional fluids being recommended. An examination on (B)(6) 2016 gave results of improved pain and the patient reporting a slight headache that tended to go away when he lied down. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study. A blood patch was performed on (B)(6) 2016. It was noted an examination of the patient on (B)(6) 2016 had results of the spinal headache being 75% improved but not gone. It was noted that it was still somewhat positional.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the clinical site (hcp) indicated the event resolved without sequela on (B)(6) 2016. The patient still experienced headaches, but the healthcare provider believed they were unrelated to either the pump or cerebrospinal fluid (csf) leak.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via product surveillance registry (psr) regarding a patient receiving intrathecal infumorph (concentration, dose, lot unknown) via an implantable infusion pump. Indication for use was spinal pain. The patient experienced a post dural puncture headache/spinal headache/positional headache following device system implant. The patient reported a positional headache on (B)(6) 2015 at which time a blood patch was performed. On (B)(6) 2015 the patient reported return of positional headache at which time another blood patch was performed. The patient was examined on (B)(6) 2015 at which time the headaches improved but the patient continued to experience positional discomfort, nausea, and blurry vision. The patient was again examined on (B)(6) 2016 at which time the patient was still having positional headache and some motion sickness associated with the headache. At this time the patient was prescribed motrin 800mg three times daily for one week. The event was considered possibly related to the device/therapy and possibly related to the implant procedure. Event outcome was ongoing. Additional information was requested regarding the dose and concentration of infumorph. A supplemental report will be submitted if additional information is received.